Event description:
Information received indicating that the smiths medical cadd ms3 pump lost programming. Reporter stated that battery lid was not securely capped on. It is unknown if the reported event was caused while in use with the patient. No adverse effects reported.

Manufacturer narrative:
Additional information: h6, h10: device evaluation: one smiths medical cadd ms3 pump was returned for analysis in a good condition. During analysis, the reported customer?s stated problem was unable to be duplicated. Testing was performed and the device did not lose any program and the new battery lid was securely capped. The device ran the program for an extended period of time with no issues occurring. Further investigation determined that after 2 days without power from the battery, all programming will be lost as referring to the notification of change information providing to customer. Therefore, no problem was found with the reported issue. However, service recommended to install software as a preventive measure. Based on the evidence, the complaint was not confirmed, and the problem source of the reported event is unknown.